Event description:
This case was related to case: (B)(4) (cluster) this unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one and after unknown latency had probable allergic reaction. Medical history was relevant for right knee chondral lesion undergoing surgical treatment on an unspecified date. No concomitant medications, past drugs, or concurrent conditions were reported. On an unknown date in (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, single dose once (indication, batch/lot number and expiration date: not provided) in an unspecified location. On an unknown date in (B)(6) 2016, after unknown latency, the patient presented right knee edema, therefore the patient's physician performed to the patient arthrocentesis by arthroscopy as a corrective measure. The physician commented that the culture of joint fluid did not show infection and the results were normal and related the edema with a probable allergic reaction to the drug. The patient recovered approximately 3 weeks later. Corrective treatment: arthroscopy was performed. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 46292. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on (B)(6)2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
(B)(4). This unsolicited case from (B)(6) was received on 18- jan-2017 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one and after unknown latency had probable allergic reaction. Medical history was relevant for right knee chondral lesion undergoing surgical treatment on an unspecified date. No concomitant medications, past drugs, or concurrent conditions were reported. On an unknown date in (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, single dose once (indication, batch/lot number and expiration date: not provided) in an unspecified location. On an unknown date in (B)(6) 2016, after unknown latency, the patient presented right knee edema, therefore the patient's physician performed to the patient arthrocentesis by arthroscopy as a corrective measure. The physician commented that the culture of joint fluid did not show infection and the results were normal and related the edema with a probable allergic reaction to the drug. The patient recovered approximately 3 weeks later. Corrective treatment: arthroscopy was performed. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention. The reporter did not provide further information. Case closed.